Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 100-150 mg/dl. It was reported that they had high and low blood glucose levels. The customer stated that the insulin pump was kept alerting for blood glucose and turned off and the display was flashing. It was also stated that there was no report of pump screen flashing when screen was turned on after being in sleep mode. The customer stated that they had insulin flow block alarm. It was also reported that troubleshooting and was advised to disconnect at the quick set release and was assisted customer in performing a 5.0 units fill cannula. Customer states the insulin exited. The customer was advised to reset fill cannula to the appropriate cannula prime for their infusion. The insulin pump and sensor will not be returned for analysis.